Event description:
It was reported that the right atrial (ra) lead was repositioned due to dislodgment. The dislodgment was confirmed through chest-x-ray. No additional adverse patient effects were reported.